Manufacturer narrative:
The investigation has determined that a lower than expected vitros vanc result for a proficiency sample was obtained when tested on a vitros 5,1 fs chemistry system. The definitive assignable cause of this event could not be determined. Due to limited data presented by the customer, a transient issue with the vitros 5,1 fs system at the time of the event cannot be completely ruled out. The data presented and the complaint review indicate there is no evidence of a systemic quality issue with the vitros vanc reagent lot in use.

Event description:
The customer obtained a lower than expected vitros vanc result for a proficiency sample run on a vitros 5,1 fs chemistry system. Proficiency result: 28.14 ug/ml vs expected 41.9 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer made no allegation that patient sample results were affected, however, the investigation could not conclude that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).